Event description:
The patient was brought to the emergency room in full arrest. Hypothermia protocol was initiated. The gaymar device was initiated and set point was programmed for 33 degrees. After 24 hours the rewarming process was started via the gaymar device. The target temperature was set at 37 degrees, moderate setting. The patient reached normothermic body temperatures over the next 12 hours. Nursing reported multiple blisters on the right leg of the patient.